Event description:
It was reported that fluid leaked from the bd venflon¿ pro safety shielded IV catheter injection port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd venflon 14g, opened the injection port at the end of operation and fluid poured out. The grey internal membrane was not aligned with the injection port as it should be.''

Manufacturer narrative:
H6: investigation summary: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved towards the cannula hub luer side. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that fluid leaked from the bd venflon¿ pro safety shielded IV catheter injection port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd venflon 14g, opened the injection port at the end of operation and fluid poured out. The grey internal membrane was not aligned with the injection port as it should be.''